Manufacturer narrative:
The reported events of undersensing, loss of capture, and low impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests found an internal short. Further testing found damaged inner insulation consistent with overtightened the suture sleeve tie during implant. The cause of the reported events was isolated to the damaged inner insulation consistent with an overtightened suture sleeve tie.

Event description:
During implant, p-wave amplitude variation, high capture threshold, loss of capture, low impedance, and undersensing were observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.